Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5090738 that a female patient underwent a breast surgery with unspecified mentor gel implants and experienced postoperative symptoms. The patient reported that their symptoms included joint pain, scleroderma, superficial blood clots in her leg, difficulty breathing, difficulty in taking deep breaths, posture changes, high blood pressure, tachycardia, extreme exhaustion, brain fog, memory loss, high anxiety, major depression, personality changes, skin color changes, hair loss, and difficulty lifting their right arm. No device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.